Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm during our testing. The insulin pump had cracked battery tube thread, cracked reservoir tube lip, cracked reservoir tube, cracked case near the display window corners, cracked display window and minor scratches on the display window noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received a button error alarm. The customer's blood glucose level was 372 mg/dl. She was advised to disconnect from the insulin pump and revert to a back up plan. The product was not returned. Nothing further to report.